Event description:
Customer reported receiving inappropriate threshold suspend alarms when the blood glucose was 134 mg/dl. She reported that she had previous issues with inaccurate readings on the sensors. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.